Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedances. The impedance values were 0 ohms which suggests the test was performed in an electromagnetic interference field, however, that was not confirmed. This rv lead remains in service. No adverse patient effects were reported.